Manufacturer narrative:
Product evaluation the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no serial/lot number or sample was provided by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested 02/03/2011 by fax and mail. A completed questionnaire was rec'd on 02/14/2011. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to blurry vision. In a f/u, it was reported that the event resolved with treatment.